Event description:
At about 6 years 1 month after the primary, the patient came in reporting instability following loosening a significant amount of weight. The surgeon revised the insert (10 to 13 mm) and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2022 lot 154741: (B)(4) items manufactured and released on 15-jan-2016. Expiration date: 2021-01-02. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review.